Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to being difficult to remove while implanting a left ventricular (lv) lead. He already had cut the lead so it was capped and surgically abandoned. No additional adverse patient effects were reported.